Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) kit was opened and the staff noticed that the one-way valve was missing. The iab was "slightly unwrapped after being removed from the kit." The md tried to insert the iab into the sheath, but it was not possible. As a result, another iab kit was opened and this iab was inserted without incident.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.